Event description:
It was reported that the patient stopped using their implantable neurostimulator (ins) about a year ago because they used pain medication to manage their pain and the patient noted that they were "not pushing themselves." About a month ago, the patient decided to start using their ins again and attempted to charge their ins, but the recharger screen would not illuminate even when the desktop charger was plugged in. They decided to use their ins again because the pain medication was not taking care of all the pain. During the call, the patient did not have a programmer and the recharger screen was blank. They plugged in the desktop charger and confirmed the green light was illuminated on the desktop charger. The recharger screen remained blank. Then, they inspected the connector pin and mentioned the connector pin was firm, but the plate inside the connector pin was pushed to the same side as the arrow (the plate inside the desktop charger connector pin was pushed the wrong direction). The patient was also advised to follow up with their healthcare provider regarding the potential overdischarge. Additional information was received. It was reported that they got the power supply and it does work to power on the recharger (insr), but they can't use the insr to communicate with the ins to charge it. They mentioned in original call that they haven't charged in a long time - it was reviewed they are most likely overdischarged and to follow up with their healthcare provider (hcp).

Manufacturer narrative:
Continuation of d10: product ID: 37761, lot# serial#:(B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.